Event description:
It was reported that a leak was observed at the connection between a one-link catheter extension set and an unknown catheter. The customer stated that the "connection loosened after a day." This occurred during infusion. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was discarded by the customer and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.